Event description:
It was reported that during a da vinci si total hysterectomy procedure a vessel sealer instrument stopped working after two burns because the cable broke. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. The instrument was found with one cable assigned to holes 6 & 7 broken at the wrist disk. The cable segment strands stuck out at the instrument's wrist. No other cables were damage at the distal end. Some bioderis was found at the snake wrist and instrument wrist. No other damage was found. Remote fe showed 9 incomplete cuts on msc log, during usage. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.